Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2002 in order to treat genuine stress incontinence and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, bleeding, recurrence and dyspareunia. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient had removal of foreign body in vagina on (B)(6) 2011. No additional information was provided. (B)(4) - urinary problems; bowel problems; undefined recurrence; dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.